Event description:
It was reported that during surgery damaged impactor was noticed right before it was to be used. Cup was placed by hand. No backup device was available so procedure delayed more than 30 minutes.

Manufacturer narrative:
The affected matrix cemented cup placement head was not returned for evaluation, therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain a batch number. A device history record cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.